Event description:
Device 1 of 2. Reference MFR report# 1627487-2012-12415. It was reported the pt has difficulty getting a complete charge due to ipg position. Reportedly the physician plans surgical intervention to resolve the issue. Note this pt has two systems. It is unk which ipg has the issue, therefore both systems are being reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.